Manufacturer narrative:
(B)(4). The straight band with 43.5 cm of catheter and the injection port with the locking connector, strain relief, and 6.5cm of catheter were returned. The band was returned with the buckle damaged. Bloodstains were observed on the band. Five (5) fold lines were observed on the balloon. The port was returned on unlocked position with hooks retracted. There were bloodstains on the port mechanism. Four (4) punctures were observed on the septum. Functional test were performed using a sample port applier, the port could be loaded and unloaded from the material tissue without difficulties. The port worked as intended. The complaint cannot be confirmed, the port was fully functional. Port rotation is a recognized event associated with gastric banding. A review of the product's instruction for use (IFU) was performed with respect to port placement and it was noted that the instructions are provided as to how realize applier is used to engage the fastening hooks of the injection port and secure the injection port on the fascia of the anterior rectus sheath or the abdominal oblique muscles. It is also noted that the port should be placed in a location in the patient that will minimize the risk of port migration or rotation. The injection port can also be secured using sutures if appropriate fixation cannot be accomplished by the integrated fastening hooks. The manufacturing records were reviewed and no discrepancies were identified.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a realize band adjustment, the surgeon had a difficult time accessing the port to perform the fill. After several attempts, it was determined that the hat the port had flipped. The port was repositioned. After the port was repositioned, there was still difficulty in accessing the port, the patient was adamant about having the realize band explanted and had made the decision to have the lap band implanted.